Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up to a display screen with dim and discolored text. Unrelated to the display issue, it was observed that the keypad cover was torn but all the buttons responded normally and no contamination was found under any of the button contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the display was dim and discolored. This report is made based on results of investigation completed on (B)(4) 2014.